Event description:
It was reported that the patient presented for a dual chamber pacemaker implant procedure. During the procedure, the right ventricular (rv) lead was implanted first, followed by the right atrial (ra) lead. Once an adequate ra position was identified and satisfactory measurements were confirmed, the ra lead was connected to the pacemaker header. A few minutes later, while the physician was suturing the lead in place and rechecking lead measurements, loss of capture and undersensing were noted on the ra lead. Fluoroscopy subsequently confirmed that the ra lead had become dislodged. An attempt was made to reposition the ra lead; however, it could not be unscrewed from the pacemaker header. Multiple attempts using different hex wrenches were unsuccessful. As a result, the ra lead was not used, and the rv lead was connected to a new single-chamber pacemaker. The patient remained stable before, during, and after the procedure.

Manufacturer narrative:
Correction: section h6, "failure to disconnect" should not have been submitted as medical device problem code in 2017865-2026-07691.

Event description:
New information received notes that the set screw was unable to be unscrewed as it was stripped.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and undersensing. A complete lead was returned in one piece. The reported events of failure to capture and undersensing were not confirmed. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was bent and stretched consistent with procedural damage and was clogged with blood/tissue. Unable to perform the helix mechanism/extension length test due to the damaged helix.